Event description:
The ge oec 2800 uroview fluoroscopy system had an image quality issue that was discovered prior to a procedure that was subsequently cancelled due to the system issue.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective systems interface pcb. The systems interface pcb was removed and replaced to restore functionality. The system was further tested and found to be operation as intended. No negative pt effect was cause by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.